Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: during investigation, the pump's alarm history showed evidence of a low battery warning. There was no meter returned with the pump. The pump was paired with a test meter for testing purposes. A "low battery" warning was simulated for testing purposes. The alarm was accurately recorded. The alarm history found to be recording properly during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged "low pump battery was appearing on the meter, but not the pump, alarm was not in the alarm history on the pump". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.